Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2007 and mesh was implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). The patient underwent mesh implantation in order to treat ovarian cyst, rectocele, cystocele and pelvic organ prolapse. It was reported that the patient underwent the concurrent procedures of a vaginal hysterectomy and a bilateral salpingo-oophorectomy during mesh implantation. No additional information was provided

Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
Additional narrative: it was reported that the patient underwent a gynecological surgical procedure and a mesh was implanted concurrently with cystourethroscopy.

Manufacturer narrative:
It was reported that the patient concurrently underwent anterior colporrhaphy and paravaginal repair.

Event description:
It was reported that the patient concurrently underwent anterior colporrhaphy and paravaginal repair.

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure in order to treat pelvic organ prolapsed and mesh was implanted. It was reported that post insertion, the patient experienced pain, dyspareunia and urinary/bowel problems. (B)(4).